Event description:
Approximately 18 months post index procedure, the patient suffered a stroke. Investigator has assessed that the event was not related to the device. Approximately 43 months post index procedure, the patient suffered two strokes and not one as previously reported. The investigator indicated that the event was not related to the device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (cva/stroke). Evaluation conclusions: inherent risk of procedure - (cva/stroke). (B)(4).

Event description:
During the index procedure the patient had two endeavor rx drug-eluting stents implanted in the rca. During a staged procedure approximately 19 days later the patient had one endeavor rx drug-eluting stent implanted in the lcx. A dissection is reported to have occurred during the procedure and an additional endeavor rx drug-eluting stent was implanted in the lcx to treat the complication. It is reported that approximately 30.5 months post index procedure the patient suffered a stroke. The investigator indicated that the event was not related to the device. No further complications were reported. It is reported that approximately 43 months post index procedure the patient suffered a stroke. The investigator indicated that the event was not related to the device. No further complications were reported. Approximately 47 months post index procedure the patient died. The death was assessed as a non-cardiac death (depression and anoerxie). The investigator assessed that the event was not related to the study stent.

Manufacturer narrative:
(B)(4). Results: stroke and death.